Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy during an atrial arrhythmia episode. Technical services (ts) reviewed the stored episode and suspected the rhythm was a sinus tachycardia. The device delivered one anti-tachycardia pacing (atp) burst followed by one electric shock as programmed. Programming adjustments were discussed to help reduce the possible inappropriate therapy. No adverse patient effects were reported. This ICD remains in service.